Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, joint seems lax. Surgeon just put in a 12mm insert & a new patella. Additional information received on (B)(6) 2021 from distributor: update incident description, patient ID and revision facility information.